Event description:
The hcp reports explantation of the drug delivery pump after 76 months implant duration due to difficulty with refilling. In august, the pt came in for a refill. When putting the new drug in the pump they were only able to get 18 mls in the pump. The expected and actual volume of drug removed from the pump was accurate. The pt was asymptomatic. At another refill they were only able to fill with 12-13 mls of the drug. The drug used in the pump is compounded baclofen. The hcp reports they had to replace the pump. The pump was not returned to the MFR for analysis. The pt is doing fine with the new pump.